Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage at the adaptor during preparation for injection with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: it was found liquid leakage at adaptor during the preparation of puncture.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9023807. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to identify a small wound on the catheter tubing of the device. An examination of the manufacturing line and of the dimensions of the wound were unable to determine a possible relationship with the manufacturing facility. Unfortunately based on our observations, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that there was leakage at the adaptor during preparation for injection with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: it was found liquid leakage at adaptor during the preparation of puncture.